Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. Performance data collected from the device was analyzed. High battery impedance, leading to eri (elective replacement indicator), was indicated. Eri due to high battery impedance logged on (B)(4)-2011, prior to explant.

Event description:
It was reported that the patient "was not feeling well" and the device had reached the elective replacement indicator prematurely. The device was explanted and replaced. No patient complications were reported as a result of this event.